Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. A field service engineer found that drawers 3.1 and 3.2 were not detected on the bus, and no leds were illuminated on any of the controllers. Due to the or setting and the need for a quick resolution, all three controllers were replaced to prevent potential cascading failures. The drawers were then configured and tested within the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.